Event description:
It was reported via repair work order that the bed had no power due to the power switch being turned off under the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.